Event description:
It was reported that the patient experienced a loss of motor function during an implant procedure, prior to any devices being implanted. The procedure was aborted and it was noted that the loss of motor function was not device related.